Event description:
It was reported that following the device implantation, the patient had to go in for a second surgery, as the device area had become 'swollen and red,' and had 'bruised.' The bruising was treated, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.